Manufacturer narrative:
The field service engineer (fse) confirmed the leak of erythrolyse to be coming from worn tubing at pv27. The fse re-tubed pv27 resolving the leak reported, no diffs on patient samples and diff vote outs on background counts. (B)(4).

Event description:
The customer reported obtaining no diff on patient samples and vote outs (++++) on diff background counts. Upon further investigation the customer discovered a leak of unknown fluid about 2 mls in volume under the front right side of the coulter hmx hematology analyzer w/autoloader. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.